Event description:
Us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 21:03:56 on (B)(6) 2023. At 15:02:40 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole. At 15:03:18, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with cardiac activity. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with cardiac activity. At 15:05:50, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 15:06:27, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm was idioventricular rhythm @ 20 bpm with motion artifact. The electrode belt was disconnected at 15:41:00 on (B)(6) 2023.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.